Manufacturer narrative:
Product ID 977c265, serial# (b)(4, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that both the lead and ins were explanted. It was reported that the explanted devices would not be returned as the customer discarded them. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977c265, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that before (B)(6) they started getting scabbing around the lead site (occipital) and they thought it was just because they were scratching a lot because it was itching in that area. Now the lead appeared to be coming through the skin. There were no other symptoms. Factors that contributed to the issue were unknown. An explant was planned for (B)(6) 2019 to resolve the issue. The issue was not yet resolved at the time of the report. No further complications were reported/anticipated.